Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a leak in the fan. Upon changing the tot, it was evident that when insuflating the pneumotaponer, the ball rapidly deflated. No breaks were observed in the ball but had a damage to the tot valve. Laryngoscopy and intubation was performed n in the first attempt with tot 8.0/23 cm, after auscultation ventilated lung fields, the patient began to gurgle and showed a ventilator leak. There was no patient injury.